Event description:
On 10/07: customer reports during cystogram with stent placement, the fluoro failed. Customer would not provide pt info, but did state the pt is fine, procedure was completed. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.